Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
Fse (field service engineer) was dispatched on 07-nov-2017.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) found the x1-axis pusher foot difficult to slide. The fse removed the loader, cleaned and lubricated the rails. The x1-axis pusher foot slid smoothly. The fse proceeded to run quality controls and patient samples without any further issues. The g8 instrument was performing within specifications. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, indicates that 708 x1-axis error message is generated when an operation error occurred in the x1-axis. The operator is instructed to inspect the x1-axis. The most probable cause of the reported issue was due to a dirty x1-axis slide rail.

Event description:
On (B)(6) 2017 a customer reported getting 708 x1-axis error message while running patient samples for hemoglobin a1c (hba1c) on the g8 instrument. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.